Event description:
It was stated that the customer passed away. Called the customer's husband and found that the customer passed away due to arterial sclerosis, hypertension and diabetes complications. The customer was wearing the insulin pump and had been experiencing high blood glucose levels prior to her death. The customer's husband agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.